Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, the possible cause for the foreign objects remaining inside the secondary water supply tube and in the air/water nozzle could be due to insufficient reprocessing. The most probable root cause was not established. Based on the results of the investigation, the possible cause of the c-cover burn could be the use of a high-frequency processing instrument without sufficient distance from the tip. The most probable cause is cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the c-cover was presented with burn, and the air/ water nozzle was presented with foreign objects inside the secondary water supply tube. There was no patient involvement.